Event description:
Reporter noted tip kept occluding, corneal burn occurred. Sutured wound to close. Posterior capsule tear required anterior vitrectomy. Some corneal edema, but did not feel there was permanent damage.